Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the lead was received. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; a 5076-58 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).